Event description:
A prisma cartridge was defective, the cartridge was returned to box and labeled defective. It never reached the patient. The prisma cartridge was returned to the vendor on 8/18/2016 for evaluation of the failure.